Event description:
In 2004, the patient contacted lifescan alleging that her one touch ultra meter was prompting the error 2 message. The error 2 message appeared upon the insertion of a test strip. The patient described feeling shaky during the time of concern. She tested on another unknown device and obtained a result of approximately 200 mg/dl. She did not take any actions following the use of the meter; however, she is receiving medical attention from a medical professional. No treatment was received. The customer care representative (ccr) verified that the patient was using the correct testing technique and the test strips were in good condition. The ccr walked the patient through a retest and the meter prompted the error 2 message. According to the owner's manual, the error message could be caused either by a used test strip or a problem with the meter. The patient neither alleged harm nor experienced injury. Based on the unresolved troubleshooting, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.